Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a precharge error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death associated with this event.